Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified common iliac artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.